Event description:
It was reported that during an esophageal dilation procedure, the balloon ruptured. A cre 10-12 mm 8 cm f/g balloon catheter has been advanced to an unspecified esophageal stricture. The physician attempted to inflate the balloon "step by step". The balloon ruptured at 8 atmospheres. "There were no foreign material that could cause the trouble." The procedure was aborted. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device found that the balloon was torn longitudinally. The balloon profile was relaxed. No stopcock was returned and there was no protective sleeve present. A device history record review was performed and no issues were noted. This review confirms that the device met all material, assembly and performance specifications. The most probable root cause of the reported complaint was determined to be operational context as it is most probable the balloon burst occurred due to contact with a sharp exterior source such as a calcified lesion.